Event description:
The customer reported to olympus, the power switch was stuck on the visera elite video system center. The case was not delayed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the power switch was stuck due to a faulty switch, the video connector latch was worn out which caused a poor connection to the pigtails and the software needed to be updated to the latest version 3.10. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The specific root cause of the faulty switch could not be determined at this time. Olympus will continue to monitor field performance for this device.